Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 400 mg/dl. In the past the customer received a no delivery alarm. He was tired and not feeling well. The customer was given a shot of antibiotics and steroids. He was wearing the insulin pump at the time of the emergency room visit. The no delivery alarm was resolved with a complete set change. The insulin pump's battery cap was damaged. The device was not returned.